Event description:
On (B)(4) 2013 the patient contacted animas alleging that she has been experiencing elevated blood glucose (bg) since the pump was exposed to a body scanner at the airport on (B)(6) 2013. The patient stated that on (B)(6) 2013 she was travelling all day and kept delivering boluses to control high bg. The patient did not report any bg values for that day. The patient stated the following day, (B)(6) 2013, around 9 am, she "fell unconscious" and was taken to the hospital. The patient reported that her bg upon arrival at the ER was 1,000 mg/dl and she was treated with IV glucose and fluids. The patient stated that she disconnected from the pump and found no issues with the site. The patient noted that she was transferred to the ICU for treatment for four days and was discharged about mid-day on (B)(6) 2013 with bg of 240 mg/dl. The patient was reportedly given an insulin pen upon discharge but has continued to use the pump. The patient stated she returned home and since then her bgs have been between 500 mg/dl and 600 mg/dl with dizziness, thirst, disorientation, and ketones. The patient stated that she took insulin three hours prior to contacting animas and most of the signs and symptoms have resolved. The patient reported her bg at the time of the call was 177 mg/dl. The patient stated that the morning of (B)(6) 2013 she was using the pump and an insulin pen to correct elevated bgs. The patient denied any illness or change of medication. The patient noted that she has gastroparesis. The patient confirmed that the cartridges are not reused and that she uses room temperature insulin. During troubleshooting, the patient noted small air bubbles in the cartridge. An explanation for the air bubbles could not be found upon troubleshooting. This complaint is being reported because the patient allegedly experienced severe hyperglycemia while using insulin pump therapy and the air bubbles in the cartridge could not be ruled out as a cause or contributor.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: a reserved sample from the same lot number was evaluated and tested by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects were noted. The cartridge passed the leak, fill and force test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.